Event description:
It was reported by the patient via social media that when the vns stimulated, it made the patient stop breathing, which caused her to have seizures. The patient stated that the medical professional attempted to lower the settings, but when the stimulation didn't affect the patient's breathing, the patient experienced a lack of efficacy. As a result, the patient had the vns removed. The explanted products have not been received by the manufacturer to date. No additional relevant information has been received to date.